Event description:
Ambulance personnel attempted to use the device to administer a defibrillator shock to a patient (patient details were not reported). The device reportedly displayed the message "connect electrodes" and use of the defibrillator was inhibited. A backup defibrillator was made available and used to administer therapy to the patient. The patient's outcome was described as "ok".